Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, during the gastroscopic visit for the peg/pej change, the buried bumper syndrome was detected. Therefore, the peg was removed and a gastroscopic session has been rescheduled. On (B)(6) 2022, the md reported that, following the presence of an abdominal inflammatory situation, it was decided to reschedule the repositioning of the peg/pej tubing.